Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the covers were misaligned, and once the covers were realigned the issue was resolved. There was no damage to the x-stage cover, and therefore this event does not require any additional reporting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No components were returned to the manufacturer at the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was damaged. This was noticed after an unrelated previous case. There was no patient present.